Event description:
The reporter stated that, the surgeon implanted a visian implantable collamer lens model micl13.2 in 2006 and explanted the lens five months later, due to excessive vaulting of the lens in the patient's eye causing them to have a narrowing of the angle and the iris pushed up against the cornea. The surgeon replaced the lens with a shorter micl lens. Patient is doing well.

Manufacturer narrative:
Evaluation: a lens work order search was performed for similar complaints within the work order search and one similar complaint was found within the work order search.